Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Three photos were provided. The first photo showed the company cartridge, pictured from the bottom. The cavity number was not on this side. Blood and an inadequate amount of viscoelastic could be observed. No cartridge damage could be seen in the view provided. The first photo also showed the opened lens case (lid and base). The yellow lenes was visible positioned incorrectly in lens case. One haptic was bent-gusset area. No optic damage could be discerned in the photo. The second photo was the same image. The third photo was a picture of the form. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens scratched in delivery system. Many times, the lens has been scratched at the time of implanting it, this may be due to a problem of reduction or dust in the cartridge. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Product was not returned for evaluation. Three photos were provided. The first photo showed the company iii (d) cartridge, pictured from the bottom. Blood and an inadequate amount of viscoelastic could be observed. No cartridge damage could be seen in the view provided. The first photo also showed the opened lens case (lid and base). The yellow lens was visible positioned incorrectly in lens case. One haptic was bent-gusset area. No optic damage could be discerned in the photo. The second photo was the same image. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens scratched could not be determined. The product was not returned for evaluation. The scratches were not visible in the provided photos. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18 degrees celsius (64-degree fahrenheit) and 23 degrees celsius (73-degree fahrenheit). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.